Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose ranged between 522mg/dl-566mg/dl. The customer pulled out set and noticed the cannula was bent. The customer declined troubleshooting for high blood glucose, bent cannula and absence of no delivery.